Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
It was discovered during a internal programming history review that a patient's m1000 device was showing high impedance. The device was not turned on since implant based on programming data available to the manufacturer's. Device history records were reviewed and the device passed all quality tests prior to distribution. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway. No additional, relevant information was received to date.